Event description:
During a ptca procedure the balloon burst at 8 atm (burst rate) in a calcified lesion. Later in the procedure the physician observed a dissection. The physician stated that he was not certain the dissection was related to the balloon burst. No pt complications were reported, however during product evaluation a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case. It has been determined that this type of leak may cause an adverse event if it were to recur.